Event description:
The rn alleges that after completing the blood draw, rn thought had engaged the needle into the needle protection device but had not and received a needle stick in their right thumb.